Event description:
It was reported that the actual residual volume was 25ml and the expected residual volume was 2.5ml. It was difficult to access the catheter access port, however, it was possible to inject dye and do a catheter study which revealed no problems, the myelogram was fine. No motor stalls were noted in the logs and no alarms were sounding. The patient experienced withdrawal along with symptoms that "mimicked lethargy". It was stated that the dose of intrathecal lioresal had been escalated from 818.7mcg/day to 1,410mcg/day, since pump replacement. Patient was admitted to the hospital and had other comorbidities that were being treated on an in-patient basis. The manufacturer's device registration system indicated the system was replaced the next day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was reported that the patient "was having what looked like intermittent signs of withdrawal". It was difficult to assess due to the patient's cognitive status. A new pump and catheter were implanted. A side port aspiration was performed and looked normal. Dye was injected and the catheter seemed to be in the intrathecal space. The patient had inpatient stay of approximately 5 days prior to discharge. A refill was attempted and full reservoir was noted. The patient was taken to the operating room where a rotor study was performed prior to prep, and had results of normal. The patient recovered with no further symptoms and was "doing well now".

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on or about (B)(6) 2012 the patient presented to the hospital for replacing their existing baclofen pump due to it reaching the end of its battery life. The patient was released from the hospital on or about (B)(6) 2012 after the replacement. On or about (B)(6) 2012 the patient was abnormally lethargic and the patient's parents were advised to take the patient into the emergency room. The patient presented to the emergency room that evening and was admitted for, among other things, possible baclofen pump malfunction. On or about (B)(6) 2012, a manufacture representative, purported to examine and interrogate the pump to determine if it is was functioning properly and concluded that the pump was set correctly and functioning; reporting it was "bomb proof" and that there were not issues with the pump and it was safe. The representative also specifically rejected the suggestion that the volume of medication held within the pump should be checked to determine if the pump was actually dispensing the correct dose of medication. The patient had a refill appointment scheduled on (B)(6) 2012 and at the time the previously reported volume discrepancy was found, indicating that the pump was not functioning properly. As a result the patient was "diagnosed with a baclofen pump malfunction." On (B)(6) 2012 the defective pump was removed and replaced with another baclofen pump. The patient was discharged on or about (B)(6) 2012. It was reported that aforesaid event "proximately and directly caused, or contributed to cause the patient to sustain injuries and damages including, but not limited to, additional surgery; baclofen withdrawal; bodily injury including, but not limited to, injury to the kidneys and permanent worsening of an airway restriction resulting in wheezing and difficulty breathing; dramatically increased agitation resulting in self-inflicted injuries of the head, face and hands including, but not limited to, permanent scarring and reduced use of his hands; (B)(6) infection; pain; suffering and severe emotional distress. Also the event further proximately and directly caused, or contributed to cause to incur expenses for additional medical services and assistive devices and will result in future medical expenses.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc serial(B)(4) implanted:(B)(6) 2012 product type catheter analysis of the pump found no anomaly. Analysis of the catheter found the catheter sc connector had an indent in the seal and occlusion related complaint that met the occlusion criteria. If information is provided in the future, a supplemental report will be issued.